Event description:
The customer's wife called to report that the customer was hospitalized for low blood glucose levels with a reading of 20 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.